Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts) to report that this pacemaker dependent patient had died. The patient had been presented to the electrophysiology (ep) laboratory for extraction of a recently implanted boston scientific replacement device and chronic competitor lead system due to infection. During the procedure, the competitor right ventricular (rv) lead was extracted without difficulty and a temporary pacing lead was inserted. During the attempt to extract the competitor right atrial (ra) lead, the course to the superior vena cava (svc) was described as very tight and a tear above the svc and atrial border occurred. An emergency thoracotomy was performed and the patient was placed on bypass. Despite emergency measures, the patient died from uncontrollable blood loss.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.